Event description:
It was reported that the recharger displayed a "call your doctor" icon as well as icons indicating the recharger needed to be charged. The patient was going to recharge the recharger. It was later reported that the patient was not able to adjust stimulation, but was able to initiate an implantable neurostimulator (ins) recharge session. The patient charged the ins to 75% and then reported a warning power-on-reset (por) condition. The patient was informed the warning por would need to be cleared with a clinician programmer. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 39565-30, serial# (B)(4), implanted (B)(6) 2009, explanted unk; extension model 3708140, serial# (B)(4), implanted (B)(6) 2009, explanted unk; extension model 3708140, serial# (B)(4), implanted (B)(6) 2009, explanted unk; programmer model 37743, serial# (B)(4); recharger model 37752, serial# (B)(4).